Event description:
New information received indicates the lead was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the ventricular channel. The device charged but aborted the therapy. The noise was not reproducible with further testing. The physician opted to monitor the patient. The lead remains implanted.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
Review of quality records. Continued - 1258t/75 (B)(4).